Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the cartridge was leaking at the fill port. Additionally, it was reported that multiple minimum fill notifications occurred after filling a cartridge with an unknown amount of insulin. The customer loaded a new cartridge successfully and resumed insulin delivery. The customer¿s blood glucose level was 188 mg/dl.